Event description:
Additional information requested and received that there was no patient impact.

Manufacturer narrative:
Additional information provided in B.5. and H.6. The manufacturer internal reference number is: (b)(4).